Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that while verifying the patient's lead after a battery replacement, an "odd message" was seen, likely high impedance. The physician suggested having it checked a few months later, and the message was seen again in april, which resulted in the patient's lead revision. The patient also reports that they had been "irritable, cranky, frustrated, and experiencing many symptoms of depression and anxiety" during this time. Reportedly, after the lead revision and titration of settings, the patient's emotional symptoms abated. The suspect device has not been received to date. No additional relevant information has been received to date.